Event description:
The following information was reported: balloon ruptured, it is unknown how hemostasis was achieved. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The sealant was located inside the shuttle cartridge, and the advancer tube remained in manufacturing position. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per specification. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There was no evidence suggesting that the mynxgrip device did not meet specification or perform as intended per the instructions for use (IFU). The review of the lhr (lot f1422301) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).